Manufacturer narrative:
Concomitant medical products: product ID: 3550-39, lot# n234048, implanted: (B)(6) 2010, product type: accessory. Product ID: 3 9565-65, serial# (B)(4), implanted: (B)(6) 2010, product type: lead. (B)(4).

Event description:
Additional information received reported that the patient was ¿in so much pain¿ that started ¿about a year ago and kept getting worse¿. It was stated that there was ¿a knot under the implant¿. It was noted that the patient talked with a manufacturer¿s representative about the protruding implant in july after a car accident. It was noted that the patient had recently been in the hospital for a non-device related issue. 2014 (B)(6) crts (B)(4) follow up (rep): no additional information received.

Event description:
Additional information received reported there were no diagnostics performed nor any malfunctions seen. It was noted, the patient was referred to another specialist for his opinion and possible surgical repositioning and the patient outcome was unknown.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient had a car accident and the stimulation had been turning off. The car accident occurred on (B)(6) 2013. The patient noticed that her stimulation was off and the lightning bolt was not present. The patient turned it back on and it was ok again. The patient had to turn stimulation up from 4.7v to 4.9v after the accident. The patient had lost 62 pounds after the implant and now the stimulator was sticking out of her back. The patient generally charged every 2.5 weeks. She would normally see a decrease in the battery level during the week. The patient still had a full battery 5 days after her last charge. The patient wanted someone to check her stimulator after the accident. The patient was redirected to her physician. Additional information was requested, if received, a follow up report will be sent.

Manufacturer narrative:
Evaluation conclusion code does not apply. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer regarding the patient. It was reported that the patient's previous implantable neurostimulator had been resting on her pelvic bone after she had lost 80 pounds and the implantable neurostimulator pocket was eventually revised from her back to the right side of her stomach when the implantable neurostimulator was replaced on (B)(6) 2014. No further complications were reported or anticipated. The patient's medical history includes losing weight because her triglycerides were really high and she was on the verge of having a stroke which was confirmed to not be related to the device or therapy.